Event description:
It was reported that this patient was admitted reporting frequent shocks. It was confirmed that the electrode had come out of position during the implant. An electrode repositioning was scheduled and during testing a device failure was identified requiring replacement. No adverse patient effects were reported. The electrode was explanted and will not be returned. Additional information noted that the shocks were inappropriate.

Manufacturer narrative:
This report is being filed to correct the type of reportable event field.

Event description:
It was reported that this patient was admitted reporting frequent shocks. It was confirmed that the electrode had come out of position during the implant. An electrode repositioning was scheduled and during testing a device failure was identified requiring replacement. No adverse patient effects were reported. The electrode was explanted and will not be returned.

Manufacturer narrative:
This report is being filed to correct the type of reportable event field.

Event description:
It was reported that this patient was admitted reporting frequent shocks. It was confirmed that the electrode had come out of position during the implant. An electrode repositioning was scheduled and during testing a device failure was identified requiring replacement. No adverse patient effects were reported. The electrode was explanted and will not be returned.